Event description:
I began using invisalign aligners and noticed immediately that I was coughing and sneezing as if I had a bad cold. My voice was raspy and hoarse from the first day of use. Everything I would take for a cold that normally knocked it out, was not working for me. I had a feeling of fullness in my chest that wouldn't clear up. After 9 days with invisalign trays in, I was scratching various parts of my body, my arms, my neck, my head. The next morning I woke up with hives on my arms, elbows, neck and back and with red welts on my face, under my eyes and on my hip. I took benadryl and activated charcoal, not knowing what had caused it. The next morning, the same thing happened and my eye was very swollen with a welt under it. I took more benadryl and charcoal and went to work, where I goggled "invisalign allergic reactions." To my surprise, I was experiencing an allergic reaction to the invisalign aligners and I wasn't alone in this experience as others had shared similar symptoms/side effects. I contacted my dentist who had not heard of this from any of their patients but they told me to remove the aligners. Once I did, the sensation of the itchy feeling subsided. Over the next several hours/days, the cold and cough that I had completely went away as well. I told the dentist that a hypoallergenic version of aligners was available. They contacted the company, shared my story and I was told a new set of aligners were being made for me and would be shipped to the office. I was given this new set of aligners on (B)(6) at noon, and the packaging said "smarttrack" but no hypoallergenic. I put them in and wore them for approximately 7 hours. That evening, I began itching on my face, under my eye, on my arm, and once again, had another allergic reaction. I took the aligners out immediately and contacted the dentist's office. I was told there is a third invisalign option, which must be the hypoallergenic ones. Why I didn't receive these in the first place is beyond me!